Event description:
The pt was treated for barrett esophagus in 09/2005. In 2005 an endoscopic evaluation confirmed a stricture in the treatment zone. The pt was easily dilated eliminating the stricture. The event is transient in nature, treatable and not life threatening to the pt. No device malfuction was reported for this device. The catheter performed as intended and was discarded by the hospital at the end of the procedure. The generator used for treament was not returned for evaluation since performed as intended. No correlation between the outcome of the event and the product performance could be established.